Event description:
It was reported that after a da vinci-assisted surgical procedure, the foot pedal was found to be physically damaged. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) replaced the footrest energy pedal. The system was tested and verified as ready for use.